Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID : 8711, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter. The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver saline. Analysis of the pump found no anomalies.

Event description:
Information was reported by the healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. On (B)(6) 2016 the pump and catheter were explanted due to a loss of pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.